Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that an intraocular lens (iol) had a scratch on it. There was no patient contact. Additional information was requested.